Event description:
It was reported to philips that geoipc repeatedly exits, increasing connection abort frequency on an allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geometry ipc and reloaded the software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).